Manufacturer narrative:
Conclusion: two separate valved pulmonary conduits (10 mm and 12 mm in diameter, serial numbers not reported) were used in an off-label manner to re-establish venous drainage from the upper body, head and neck to the right atrium. It is unknown if the off-label use caused or contributed to the reported stenosis and thrombus, as these are known adverse events with devices used per indication. No device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed and root cause could not be identified.

Manufacturer narrative:
(B)(4). Title: management of superior vena cava obstruction syndrome due to thrombosis of a contegra conduit used to re-establish the innominate vein-to-right atrium continuity authors: gang xu, christos alexiou, magdi tofeig, tomasz j. Spyt journal: interactive cardiovascular and thoracic surgery 2007, 6: 517¿518 doi:10.1510/icvts.2007.155432. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a (B)(6) woman underwent a procedure to reconstruct the confluence of the innominate veins just above the superior vena cava (svc). In the procedure, two separate valved pulmonary conduits (10 mm and 12 mm in diameter, serial numbers not reported) were used in an off-label manner to re-establish venous drainage from the upper body, head and neck to the right atrium (ra). One conduit connected the right innominate vein to the ra, the other conduit connected the left innominate vein to the ra. The patient made a full recovery and was discharged home anticoagulated with warfarin. Three months post-operative, warfarin therapy was switched to aspirin, and within another month the patient presented with symptoms and signs typical of svc obstruction syndrome. Contrast computed tomography (CT) and angiogram demonstrated a narrowing in the conduit connecting the right innominate vein and ra, and occlusion of the left-sided conduit with well-developed collaterals. The patient was treated with percutaneous stenting and angioplasty. Doppler ultrasound confirmed satisfactory relief of the obstruction with laminar flow through the stent and the conduit. Within 24 hours the signs of the svc syndrome had resolved. Three months later the patient remained free of symptoms. No additional adverse patient effects were reported.